Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified, and no physical damage was found where the material remained. However, the cause of the reported event is likely due to humidity may have gotten inside the light guide (lg) lens resulting in corrosion due to the peeling of the lg-lens glue that was caused by chemical stress from used chemical agents, physical stress by hitting/ dropping the distal end, or the like. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) which state: chapter 3 preparation and inspection. IFU provides the preventative measures in 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope as part of annual inspection. An evaluation of the returned device revealed presence of foreign material inside the forceps elevator. Also, the inside of the light guide lens was dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
There were few additional findings. Discoloration of the grip, control unit, switch box, right/left/up/down knob, scope connector cover and light guide lens was noted. Electrical connector was corroded. Label on the scope connector was peeled. Due to wear of angle wire, the play of up/down/right/left knob was out of the standard value. The image guide protector had a scratch. Due to annual inspection, parts must be replaced. Adhesive around objective lens had discoloration. There is corrosion around left arm. The coating of the universal cord was peeling. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.